Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated the pump automatically shut down on the 4th day and say no delivery. The customer stated that it happens enough that he loses insulin because he should not use the set for more the 3 days and end up losing insulin sometimes up to 80 units per set change and that makes him run close at the end. The customer was advised that we will send over documentation for him to helpline.